Event description:
A male patient contacted lifecor customer support to report that his charger was giving him the "battery fault" led when one of his battery packs was in it. Support sent the patient a replacement battery pack. In 2007, the patient contacted the lifecor territory manager to report that neither battery is functional. The territory manager replaced both battery packs and the battery charger.

Manufacturer narrative:
H.4 device manufacture device. Battery charger - 8/2002. The first battery pack - 12/2006. The second battery pack - 12/2004. The third battery pack - 2/2006. Device evaluation summary: device evaluations of battery charger, the three battery packs have been completed. The reported problem was confirmed. The cause of the "battery fault" led was due to a defective battery cell within the second the battery pack. The root cause of the defective cell cannot be positively identified. The defective cell was replaced. The battery pack was retested and restocked. The third battery packs and the first and battery charger were tested and found to be funcional. They were restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack and battery charger.